Event description:
Dealer stated that the one arm drive on a trsx5 manual wheelchair is allegedly getting stuck on the wheel. This prevents the user from maneuvering the chair smoothly, needing to exert more effort.